Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a significant low blood glucose while using the ilet system after eating lunch, announcing the meal, and then performing cardio exercise at a gym without disconnecting from the pump. Symptoms included hypoglycemia with a lowest cgm reading of 39 mg/dl and an approximate duration of one hour. Outcomes included self-treatment with oral carbohydrates and recovery without hospitalization. Investigation included review of the event details and user troubleshooting and education on exercise and meal timing relative to insulin delivery. Investigation of this case revealed that the hypoglycemia was consistent with insulin dosed for an announced meal followed by increased insulin sensitivity from exercise while still connected to the pump, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy interaction during exercise leading to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.